Event description:
It is reported that the pt was revised due to pain, swelling, nausea, and severe metallosis. A manipulation 4 weeks after the primary surgery is also reported. A competitor device was implanted after repairing bone deficiency and doing a synovectomy on the knee cavity to remove metal fragments and black tissue. The pt reportedly continues to exhibit symptoms.

Manufacturer narrative:
This report will be amended when our investigation is complete.